Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a missing electrode when the sensor was extracted. Customer stated that they had a lost sensor alert and the sensor did not appear retracted or damaged. Customer will be sent a replacement sensor.